Event description:
The crosssail ruptured at 14 atm during the second inflation in a distal circumflex lesion. A vessel perforation was identified, which was successfully treated by a long inflation of a dilatation balloon.